Manufacturer narrative:
Evaluation, results: fse replaced the mixing chamber and this resolved the leak. (B)(4).

Event description:
On (B)(6) 2012, customer reported a liquid leak underneath the dxh 800 instrument. Customer could not determine the source of the leak, but stated that the leak was near the nucleated red blood cell (nrbc) mixing chamber. No injury was reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and cleaned the nrbc mixing chamber. Fse attempted to drain the chamber and was unsucessful. Fse then replaced the nrbc mixing chamber and this resolved the leak.